Manufacturer narrative:
The field service representative was dispatched and replaced the alinity hq pierce needle. The alinity hq processing module function was verified with a control/precision run. The instrument service history for the alinity hq processing module, serial number (B)(6) verifies no subsequent issues have been reported after the current issue was identified. Data and information provided by the customer were reviewed. Return testing was not completed as returns were not available. A review of complaint and trending data for the alinity hq processing module did not identify any similar issues as described in this ticket. Additionally review of complaint and trending data associated with the alinity hq pierce needle did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity hq processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased complete blood count (cbc) results generated on the alinity hq processing module for a male patient. The following results were provided: on (B)(6) 2025, sid (B)(6), wbc initial result = 0.781 10e9/l, repeat result = 2.47 10e9/l. Neutrophil initial result = 0.481 10e9/l, repeat result = 1.46 10e9/l. No impact to patient management was reported.

Manufacturer narrative:
Section e1 - phone number complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased complete blood count (cbc) results generated on the alinity hq processing module for a male patient. The following results were provided: on (B)(6) 2025 sid (B)(6) wbc initial result = 0.781 10e9/l, repeat result = 2.47 10e9/l neutrophil initial result = 0.481 10e9/l, repeat result = 1.46 10e9/l no impact to patient management was reported.